Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) changeout procedure the ICD was connected with the current right ventricular (rv) lead. There was a setscrew issue with the ICD which resulted in the device displaying a high rv lead defibrillation coil impedance reading. The lead and connection were re-tested with the old device and impedance readings appeared within normal range. It was then decided to not utilize the ICD and an alternate device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated foreign material on set screw. If information is provided in the future, a supplemental report will be issued.